Manufacturer narrative:
Additional information was reported forty-six days following the implant of the medtronic transcatheter bioprosthetic valve, paravalvular leak (pvl) was first observed. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information from an (B)(6) database which focused on technical support and documented data for patients implanted with transcatheter valves. The information was provided as part of a data set. No other information has been provided regarding this transcatheter bioprosthetic valve. Initial reporter (hcp) information was not available for this data set. The device serial numbers were not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 26mm transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was observed. Fifty-four days following the implant of the valve, a second non-medtronic 26mm valve was implanted, valve-in-valve. No further adverse patient effects were reported.

Manufacturer narrative:
Correction: the aware date was incorrectly reported on the previous supplemental report (submitted on 2018-07-03) as (B)(6) 2018 and has been updated to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.